Event description:
Device analysis is provided.

Manufacturer narrative:
Discrepancies which are observed are the result of explant procedures. Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. Visual inspection under 30x magnification indicates no j wire fractures. X-ray of lead confirms no j stiffener wire fractures.